Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon installation the cardiosave intra-aortic balloon pump (iabp) safety disk failed the patient interface module test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Getinge field service engineer (fse) replaced safety disk. Performed full functional and safety tests. All test pass. The defective components were received for further investigation. The failure analysis and testing department received safety disk. These parts were received with a reported unit failure message of fails membrane diff. Press leak tests. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications and the cardiosave service manual. The fat dept. Performed all manifold tests. The fat dept. Verified the failure message of reported by field service tech. Which membrane diff. Pressure leak tests fails with result of 8 mmhg, the factory specification is +-6mmhg. Safety disk failed testing. Retaining safety disk in the fat dept, as per procedure. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications and the cardiosave service manual. The fat dept. Performed all manifold tests. The fat dept. Verified the failure message of reported by field service tech. Which membrane diff. Pressure leak tests fails with result of 12 mmhg, the factory specification is +-6mmhg. Safety disk failed testing. Retaining safety disk in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.